Event description:
The customer reported to olympus, the bronchovideoscope had an image that displayed horizontal stripes while being used with a video system center type a. The issue was found during reprocessing after an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image due to a corroded electrical connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found lost water tightness due to a pinhole on the channel tube, a switch 2 that didn't work, and serious liquid intrusion. In addition, the universal cord and video cable were found scratched. The control unit and scope cover were found discolored. The following components were found rusted: light guide tube, video cable, and control section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed no image issue could not be determined, however, due to the observed pin-hole leak in the channel tube, the issue was likely due to an ingress of water into the device, resulting in an electronic component malfunction. The event can be detected/prevented by following the instructions for use (IFU) which states: important information ¿ please read before use warnings and cautions: caution turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions; disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.